Event description:
Upon further query with the customer, the following additional info was obtained: the reporter states the sutures could not be deployed and then the device could not be removed. It is unknown if the device bent upon itself during insertion into the femoral artery or during the attempt to remove the device from the femoral artery. The condition of the artery was not documented. It was also not documented, if the arteriotomy was in the common femoral artery. The reporter has the device and reported that the device is in two pieces between the elbow and the sheath and that the sutures are going from the sheath to the elbow. It is unknown when the device breakage occurred, whether it was during the insertion or removal in the catheterization lab or during removal in surgery. There was no report of further adverse pt sequelae.